Event description:
The customer reported that the peep setting would drop to zero cmh 20 after one minute. The co's customer support engineer verified the pep fluctuations and replaced the autozero solenoid. The unit passed extended self testing. This report is not an admission by co that his device caused or contributed to the event alleged in this report.